Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty on or about (B)(6) 2008. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, inflammation, dysfunction, lack of mobility and range of motion, metal poisoning/elevated metal ion levels, and metallosis. Review of invoice history shows a total hip arthroplasty procedure occurred on (B)(6) 2008 and a revision procedure on (B)(6) 2010 where the head, taper insert, and stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2010. Operative report noted the presence of a loose stem and fibrotic tissue. The modular head, taper adapter and stem were removed and replaced. Operative report further noted patient underwent an additional revision on (B)(6) 2010 due to lack of mobility. Operative report noted the stem was loose and the acetabular cup was loose and malpositioned. All components were removed and replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "number 1 states, "material sensitivity reactions." Number 6, "inadequate range of motion due to improper selection or positioning of components." Number 14, "intraoperative or postoperative bone fracture and/or postoperative pain. And number 15, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 7 mdrs filed for the same event (reference 1825034-2014-01492 / -01498).

Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty on or about (B)(6) 2008. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013, due to patient allegations of pain, discomfort, soreness, inflammation, dysfunction, lack of mobility and range of motion, metal poisoning/elevated metal ion levels, and metallosis. Review of invoice history shows a total hip arthroplasty procedure occurred on (B)(6) 2008 and a revision procedure on (B)(6) 2010 where the head, taper insert, and stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.